Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l41207, implanted: (B)(6) 1996, product type: lead.

Event description:
The consumer via the manufacturer representative reported that the patient felt no stimulation, even when maxing out the voltage and increasing pulse width to 1000 and 190 hz. The manufacturer representative reported that impedance measurements taken at 3v showed values 2300-4500ohms; the manufacturer representative had checked all references. When using contact 1 as a reference, 1/0 = 2300 ohms, 1/2 = 2400 ohms, and 1/3 = 3800 ohms. The manufacturer representative was not aware of any falls or trauma associated with the issue, and the manufacturer representative was unsure of whether the change in therapy related to positional movement. It was noted that the manufacturer representative had a clinician programmer and the manufacturer representative was with the patient. No matter how the manufacturer representative programmed the patient, the patient did not feel stimulation. The manufacturer representative had moved up and down the lead with no luck. The patient had recently gotten the implantable neurostimulator (ins) replaced and had a pocket adaptor added. The manufacturer representative did not have historical impedances values from the day of replacement, but the manufacturer representative stated impedances were high at that time as well. Now, the manufacturer representative was trying to turn on stimulation for the patient, and it was not providing relief. The patient&#38112;indications for use included spinal pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Product ID: 3487a, lot# l41207, implanted: (B)(6) 1996, product type: lead.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the patient noticed stimulation ceasing once the implantable pulse generator (ipg) hit "end of service" (eos) in 2006. It was noted that the ipg was working well until that point. At the time of the report, the patient's healthcare provider (hcp) was thinking about a lead revision to replace both leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.